Event description:
Per the clinic, the patient experienced an episode of meningitis (date not reported). The following additional information was received regarding the episodes of meningitis: the patient is reported not having an etiology of bilateral mondini malformation (ip-ii deformity of the cochlea). There were no reported craniofacial malformations, nor basilar skull fractures. The patient did not receive pre-implant immunizations. A csf leak did not occurred post operatively. The meningitis episodes did not occur within 30 days of a neurologic procedure. No vp shunts or lumbar drains were utilized at the onset of meningitis. Prior to meningitis, there were signs of inflammation, fluid in the inner ear, middle ear or mastoid cavity. The patient did have a prior upper respiratory infection or otitis media prior to meningitis. The patients csf cultures revealed positive bacteria (type not reported). The patient was treated with courses of antibiotics, however, the issue did not resolve. The patient was hospitalised for 2 days for the course of treatment. Subsequently, the device was explanted (date not reported). There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
The patient was hospitalized for 2 days (specific date not reported) and treated with courses of antibiotics (specific type, date and duration not reported). The device was explanted on (B)(6) 2025. Device analysis report attached.